Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 600 mg/dl. She noticed the needle was bent underneath and she was sick that day. She kept trying to give herself insulin throughout the night and her blood glucose level dropped to 300 mg/dl. The customer also had a pen. The device was not returned.